Event description:
The customer reported that battery of their mrx defibrillator won't charge.

Manufacturer narrative:
(B)(4). The customer reported that battery of their mrx defibrillator won't charge. This complaint does not involve an unresolved problem, repeating issue, or observation of poor quality. No DHR review is required as this device is greater than 3 months old. There was no report of pt involvement. Philips field service engineer confirmed the customers reported problem. He stated that the device sometime can't detect battery, but when the battery position is changed the battery can detected. The battery pca board was re-installed to correct the issue.